Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported to be ¿infection due to using a swab to deal with inadequate drainage¿. As the reporter decline to provide additional information or clarification, the cause of the event will be assessed as unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient treated with unspecified anti-inflammatory drugs for the peritonitis. At the time of this report the patient was not recovered from this peritonitis event. On an unreported date, dianeal therapy was discontinued. No additional information is available.